Manufacturer narrative:
The hill-rom technician replaced the head hi-lo down and emergency trend valves to resolve the issue.

Event description:
Information received indicated the head hi-lo drifts down.